Event description:
Caller reported alarm 2 followed by alarm 26, indicating an occlusion issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by cts to perform a series of steps to manage the situation, including disconnecting tubing and delivering boluses. The customer was advised to replace supplies as needed and continue regular insulin therapy.